Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient cut the patient line with a knife. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient cut the patient line of a homechoice disposable set with cassette with a knife during peritoneal dialysis therapy on the homechoice machine. The patient was connected during drain two of four at the time of the call; however, it was not reported when the cut occurred. The technical service representative assisted the caregiver with ending the patient's therapy and advised the caregiver to start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.